Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline disconnect alarms; however, the account contributed these alarms to a modular cable exchange. The submitted controller event log file contained data from (B)(6) 2020 at 17:07:10 to (B)(6) 2020 at 10:11:32. On (B)(6) 2020, there were 9 pump stop events were captured. Prior to the pump stop events, the driveline was disconnected and was reconnected approximately 12 seconds later. The pump stops had corresponding low speed advisory/hazard, low pump current faults, com a and com b faults, pwr_a broken and pwr_b broken faults, and were proceeded by low flow faults. Before and after the events, the pump operated at the set speed. Per additional information from the vad coordinator, the driveline disconnect was due to a modular cable exchange. The patient was not symptomatic and had no further issues. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The relevant sections of the device history records for mlp-019708 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 21jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-01605 and 2916596-2021-01587.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events that were associated with a driveline disconnect; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 at 17:07:10 to (B)(6) 2020 at 10:11:32. On (B)(6) 2020, there were 9 pump stop events were captured. Prior to the pump stop events, the driveline was disconnected and was reconnected approximately 9 seconds later. The pump stops, lasting approximately 12 seconds, had corresponding low speed advisory/hazard, low pump current faults, com a and com b faults, pwr_a broken and pwr_b broken faults, and were proceeded by low flow faults. Before and after the events, the pump operated at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. Additionally, these documents describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 21jan2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis captured a pump stop on (B)(6) 2020 due to an electrostatic discharge (esd) event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 4 seconds during this reset. Investigation revealed that there were pump stops were associated with the driveline being disconnected. There were 9 pump stop events were captured. Prior to the pump stop events, the driveline was disconnected and was reconnected approximately 9 seconds later. The pump stops, lasting approximately 12 seconds, had corresponding low speed advisory/hazard, low pump current faults, com a and com b faults, pwr_a broken and pwr_b broken faults, and were proceeded by low flow faults. Additional information noted that the driveline was disconnected to change the controller. The patient was not symptomatic. There were no further issues. Modular cable was noted to be exchanged on (B)(6) 2020.